Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿low¿ blood glucose (bg) level, and was ¿lightheaded and dizzy¿. Specific bg value was not provided. Reportedly, the cause was due to user error, and customer declined further troubleshooting with tandem technical support. Customer consumed carbohydrates to address low bg and continued to use the pump for insulin therapy.